Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "clinician experienced a shock and burn when unplugging a spectrum iq pump" was confirmed by visualization. The customer provided photos of the power cord. Baxter research and development engineering reviewed the customer photos and concluded that the damage was consistent with the reported contact between the bracelet, power prong and wall outlet. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Review of the service record concluded that the incorrect power cord may have been returned with the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the damaged power cord, however, the evaluator found the power cord received by the customer to function as intended and no damage to the cord was observed during evaluation therefore no correction was required, concluded that the incorrect power cord may have been returned with the device. As there is no evidence that this was life-threatening, resulted in permanent impairment of a body function or permanent damage to a body structure, or necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.based on additional information received, spectrum infusion pump was determined not to be a factor in the reported adverse event. Per the spectrum iq operator's manual, "connecting and disconnecting the ac power adapter. Do not block the area around the ac power adapter. Blocking the adapter can cause difficulty when plugging in and unplugging." Additionally, instructions for properly unplugging the power cord: "to disconnect the ac power adapter: note: do not pull on the cord when removing the ac power adapter. 1. Grasp the strain relief on the power cord with thumb and forefinger. 2. Pull the ac power adapter away from the outlet in a straight direction." Figure on the page portrays proper removal of the power cord. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burnt power adaptor. It was reported that three pumps were running infusions and all three were plugged into the ac power when the nurse disconnected the pump from the ac outlet with the infusion running and experienced a burn on their arm. It is understood that the nurse was wearing a charm bracelet and while the nurse was unplugging the pump from the ac adaptor, the bracelet touched the plug and felt a shock. No medical intervention was reported. The event did not result in any alarms or power cycling of the pump. The pump was in the biomedical department and not connected to a patient. The device will be returned for evaluation. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.